Event description:
The pump is continuing to alarm air bubble, despite there being no air in line. No patient injury was reported. More follow up information is needed to complete the investigation.

Event description:
Device history record was reviewed. No event linked with the reported issue was observed. Device log history was not provided, therefore no review could be performed. The reported device was not sent fo france for investigation as repairs were carried out locally by infusystem. It was reported in this complaint that the pump is continuing to alarm air bubble, despite there being no air in line. This has happened on more than one occasion (no other additional information provided). The problem indicated was verified and confirmed by infusystem. During servicing, it was found that the the pump was alarming air in line. No more additional issues were found with the device. To solve this issue, the air in line sensor was replaced and the pump performed then all testing. The defective spare part was received at brézins for investigation. After visual inspection which was compliant, the investigator tested the air detector with our volumat tester to verify the complaint. He performed the maintenance test 14 to read the value of the detector. It was found that the air sensor was out of order and did not recognise the tubing with water at all. Therefore, the reported complaint was confirmed. The root cause is due to a weakness of the ceramic bond. An internal CAPA addressing this issue has been opened on may 2022 and corrective actions will be implemented. This complaint is considered as valid. The trend is abnormal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated an action.